Event description:
It was reported, the patient has had multiple strokes not related to the infusion system. The patient was going to have the pump removed because, the pump was not helping her. It did help her for a while, but then efficacy decreased. The patient has not had the pump updated since (B)(6) 2012, and both low and empty reservoir alarms are sounding as they have not refilled the pump. The hcp is planning on turning the pump off today as they have not been using it. The pump was delivering clonidinebupivacaine droperidol baclofen and dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter (B)(4).